Manufacturer narrative:
Supplemental # 2, date of submission 04/22/2014. The cartridge was returned to animas. Product analysis findings on 04/08/2014 as follows: no damage or defects were noted. A force test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Product analysis lot review revealed no failures were observed during incoming inspection.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump had been alarming loss of prime all day. Review of the prime history showed 2 reprimes today. Reportedly, the cartridge cap was tight and the cartridge was cycled appropriately. There was no trauma or alarms to the pump, no change in temperatures, and no power issues reported. The cartridge reportedly held the prime during air bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation: a retained sample from the same lot number was evaluated by product analysis on (B)(4) 2014 as follows: a visual inspection of the cartridge was performed. No damage or defects were noted. Leak, force, and fill tests were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.